Event description:
This case is cross referenced to the cases ID: (B)(4) (same patient). This unsolicited case from united states was received on 30-sep-2016 from a patient. This case concerns an elderly female patient (age not provided) who received treatment with synvisc and after an unknown latency developed gout and synvisc injection did not work (device ineffective) patient had a medical history of arthritis in her back. No relevant past drugs, concomitant medications and concurrent conditions were reported. On an unknown date (3 years ago), the patient received treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis in both knees. It was stated that patient had "bone on bone" osteoarthritis. It was reported that the synvisc injection did not work (device ineffective). On an unknown date, after unknown latency of receiving synvisc injection, patient had foot and toe swelling and pain due to which patient was in the hospital for five days. It was reported that patient was diagnosed with gout and was given allopurinol at a dose of 100 mg daily to take. Action taken: unknown. Corrective treatment: allopurinol for gout. Outcome: unknown for gout. Seriousness criterion: hospitalization for gout. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 30-sep-2016: this case concerns a patient who received treatment with synvisc and was later hospitalized due to gout with underlying symptoms of pain and swelling in lower extremities. Since product and event onset dates are unknown significant temporal relationship and causal role of suspect in occurrence of the event cannot be established. Furthermore, due to lack of information regarding underlying concurrent medical conditions, relevant concomitant medications and clinical course of the event, the definitive etiology for the event could not be explained.